Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, rewind test and displacement test or verify e15 alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that their insulin pump alarmed external flash crc error. The customer's blood glucose level was 337 mg/dl at the time of the incident. Customer reported they were able to clear the alarm. Customer reported they were able to complete rewind. The customer reported this is the second time they received the alarm. The insulin pump will be returned for analysis.